Manufacturer narrative:
The exact method for obtaining the lab sample is unknown. The patient was sent a new blood glucose meter and test strips. Neither the blood glucose meter nor the test strips have been returned to the manufacturer. An investigation will be performed but has not yet begun. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient reported that their meter was not accurate compared to a lab sample as the difference between the livongo meter and the lab sample was 60 points.